Event description:
It was reported that the patient's right ventricular lead showed externalized conductors on chest x-rays. No electrical anomalies were reported. The lead was capped and replaced on (B)(6) 2022 during a routine device exchange. The patient was stable post procedure.